Event description:
Study. The pump was reprogrammed in 2006, the pt reported increased spasticity. The catheter side-port aspirated poorly; an x-ray demonstrated catheter malfunction. The catheter was repaired in 2007. Resolved without sequelae.